Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-01615. It was reported the patient experienced ineffective therapy, it was observed that the leads fractured. In turn, the patient underwent surgical intervention wherein one lead was explanted and replaced. Therapy was established postoperatively. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.